Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission, it was reported that noise was noted on the right ventricular lead, the patient was believed to be asymptomatic. No intervention had been reported, the cause of the noise had not been determined. The device remained implanted and the patient would continue to be monitored.